Event description:
During baxter's functionality testing of a spectrum pump, the device failed to display the upstream occlusion message when an occlusion was present. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. During baxter's functionality testing, a constant downstream occlusion message was observed and considered confirmed. Internal investigation failed to test for occlusion related malfunctions however the pump was calibrated to ensure proper occlusion detection.